Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient exchanged his controller on (B)(6) 2022.

Event description:
It was reported that as a result of the driveline electrical issues, there was a system controller malfunction and the patient exchanged their system controller on (B)(6) 2022. Related manufacturer report number: (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller was not confirmed. The heartmate ii system controller was not returned for analysis and no log files were submitted from this controller. The submitted log file spanned approximately 5 days (24jan2017, 01jan2001, 07aug2017, 03sept2021, and 29jul2022). Events prior to 29jul2022 are prior to the reported event and events on 01jan2001 are from when the system clock was not set. Multiple alarms were observed in the submitted log file; refer to the pump investigation regarding these findings (related manufacturer report number: 2916596-2022-12676.). Although not confirmed, it is possible that the damage to the pump and driveline may have contributed to the damage to the controller. The root cause of the reported damage was unable to be determined. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.